Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, scabs inside nose, dry cough, headache, dizziness and problems with his back while using the device. Medical intervention was allergy medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient was alleging nose irritation, scabs inside nose, dry cough, headache, dizziness and problems with his back while using the device. Patient was on allergy medication which he thought was allergies. There was no report of serious or permanent patient harm or injury. The device has not yet returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed. Section(s) b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section d4 model # , catalog # and unique identifier (UDI) # corrected. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.